Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, mobility. Three months after insertion one of the inserted implants is mobile and not integrated.